Event description:
Info has been received from a physician's assistant regarding a female pt (age unk) who received one synvisc injection on 10/13/98 (knee unk) in the treatment of osteoarthritis. Concomitant therapy included a new generic form of a previous taken medication (unk medication). The evening of 13-oct "was the first time she had taken a generic form of this medication." Add'l medical history included a prior history of an anaphylactic reaction (cause unk), multiple drug allergies (none to avian products) and chronic obstructive pulmonary disease. The pt was admitted to the hosp on the morning of 10/14/98 with a suspected anaphylactic reaction. The pt experienced shortness of breath and wheezing (time of onset of symptoms unk). Physician's assistant stated that there was no redness or swelling at the injection site prior to the injection. Distributor's comments: this report is being submitted at the distributor's request, as they have recently determined that they had a reporting responsibility during the time period that this event occurred. The MFR had an established MDR review and closeout process in place, and this was followed according to the business closeout process in place, and this was followed according to the business arrangement between the two parties. During the course of the MFR's investigation, a blood sample was obtained on 10/28/98 for evaluation of both humoral and cellular immunity. The results of these tests showed that the pt's symptoms were not likely caused by an allergy to synvisc. Therefore, this case was deemed not otherwise MDR reportable, it will be included in the next PMA annual report for this device medical product.